Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient did not recharge ipg as recommended, causing the ipg to become inoperable. In turn, surgical intervention may be pending.